Event description:
This lead was explanted and replaced due to loss of capture. There were no adverse patient side effects reported. The associated ICD was explanted due to a battery voltage of 2.9 volts. There was no complaint on the ICD. This lead was replaced with the same model lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.